Event description:
On (B)(6) 2014 patient had a cks implanted in left knee. On (B)(6) 2016 patient visited surgeon for follow-up on right knee revision. Patient told doctor he was having increasing pain and instability in his left knee. X-rays were taken of left knee that showed the polyethylene insert component had failed and become dislodged from the tibial tray. On (B)(6) 2016 patient underwent revision surgery for left knee in which the consensus implant was removed and replaced with an implant from another manufacturer.